Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the sudden pressure increase alarm for the medfusion pump is due to the infusion line setup being too small or the medication being to viscous resulting in significant backpressure; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. H4 unknown.

Event description:
It was reported the pump alarmed sudden pump pressure. No patient injury reported.

Manufacturer narrative:
Model # and protocol # are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.